Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer's blood glucose (bg) level was 502-506 mg/dl. As a result, the customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was discharged 6 hours later on (B)(6) 2024 with no permanent damage and the issue resolved. Reportedly, the customer reverted to manual injections for insulin therapy.